Event description:
Customer reported that the v60 ventilator has an error message alarmed of data acquisition pcba adc failed. There was no patient harm reported.

Manufacturer narrative:
(B)(6) 2016.

Event description:
No patient involvement was reported.